Manufacturer narrative:
Model number/ catalog number: 720185-01, serial number null batch/ lot number: (B)(4), model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient stated experiencing difficulty activating the pump of an inflatable penile prosthesis (ipp) due to it being "hard as a rock". Patient liaison went over trouble shooting techniques including burping and anti-stiction maneuvers. The patient was able to get fluid transfer but the fluid would not stay in the cylinders for an erection. The patient was unable to get the valve to "pop and stay seated". The patient met up with the physician and the pump sometimes would not transition from deflated to inflated mode well. They discussed trying forced deflation to expel a possible air bubble in the system. No more information available at the moment. Should additional information become available, it will be provided.